Event description:
31 year old male admitted to the operating room for orif ankle. No previous health problems or known contraindications to anesthesia. 02 saturation dropped, patient went into asytole. Ventilator turned to manual position. All systems checked out without any problems identified. Cause of hypoxemia uncertain. Patient suffered severe anoxia insult. Requires intensive medical evaluation and followup. Prognosis poordevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated, there was no device failure. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.